Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive sheath and aspiration of the sheath, air bubbles were noted in the side port of the sheath. It was believed that the valve was broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive sheath and aspiration of the sheath, air bubbles were noted in the side port of the sheath. It was believed that the valve was broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.